Event description:
It was reported that the device suddenly shut down during use. The users have exchanged the device. Beyond a temporary desaturation which was quickly resolved, no patient consequences have been reported.

Manufacturer narrative:
The event has been initially reported by the user facility to the national authority only. The device is not under a dräger service contract - the maintenance status of the affected device is unknown to the manufacturer and the hospital did not involve dräger in examination or repair of the device. Dräger has contacted the user facility to obtain further information. All information gathered was that the shut-down of the device could be traced back by a third-party service provider company to a malfunction of the power supply and that this was the second time such error condition has occurred. This information can neither be confirmed nor denied by the manufacturer due to lack of relevant information. Dräger does not sell spare parts to third parties in china. It can also be concluded that the first instance of power supply error has been repaired by non-dräger personnel or that a refurbished power supply has been used to put back the device into operable condition. It cannot be excluded that the initial repair was provided with insufficient workmanship or by replacement of components of unknown provenance (no new parts). A reliable conclusion is not possible due to lack of information but dräger cannot be held responsible for repair measures provided by third-party companies. Another aspect could not be clarified: the device is equipped with an internal battery which is intended to cover mains power losses and certain failure modes of the power supply. A complete shutdown of the device will only occur if the internal battery is depleted/non-functional or in specific failure modes of the power supply which - based on experience - rarely occur. Availability of the internal battery is tested by the device during the pre-use check. If the device detects a defective/depleted battery this is brought to the user's attention. The user must acknowledge this restriction in performance when putting the device into operation. It cannot be determined which explanation for this aspect applies for the particular case.